Event description:
It was reported that noise on the ventricular channel and externalized conductors between the two coils were observed. The lead was explanted and will not be returned. There were no adverse consequences to the patient.